Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system non dehp solution set was observed to have air in the line. The event occurred during an infusion with tpn (total parenteral nutrition). It was further reported as the set was observed to be ¿only half full of fluids and had large amount of air¿. The roller clamp was ¿engaged¿ and was inserted an unspecified pump. The tubing was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.